Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the customer's glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connecting the customer's smart cable to a known, good, test monitor and test video baton 2.0, the verathon technical service representative observed the image would intermittently disappear. When the image did appear it only showed green static. The verathon technical service representative inspected the smart cables hdmi connector and observed visible corrosion inside the connector, which they attributed to the cause of the image issue. The camera image quality test was performed and failed. Upon completion of the evaluation, the glidescope core smart cable was scrapped as the customer had already received a replacement cable, and there being no repairs available for the smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would intermittently disappear. The procedure was completed using a backup glidescope core smart cable, which was made available in an unspecified amount of time. No harm to the patient or user was reported.